Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there is poor barrier separation, platelets appearing above the gel separator with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported customer is experiencing poor barrier separation as platelets are witnessed above gel separator. Additional information received: spoke to dr. Whom wanted tech information as to why and how platelets are above several (no exact quantity) of his samples. Specimen have not been run for testing. No serious injury, no erroneous results, no cour spoke with the customer, and he said the serum is cloudy, and he thought that was due to platelets. I explained that the it could be fibrin due to inappropriate handling and processing. I reviewed collection, clotting and centrifugation with him. He believes his phlebotomists are not following these steps. I sent him the sst processing wall chart and tech talk. I will follow up with him next week. As of treatment change, no exposure to blood/bodily fluid, no needle stick, no safety issue, no medical intervention and no other actions.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd technical services provided troubleshooting to the customer and the issue has been resolved.

Event description:
It was reported that there is poor barrier separation, platelets appearing above the gel separator with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported customer is experiencing poor barrier separation as platelets are witnessed above gel separator. Additional information received: spoke to dr. Whom wanted tech information as to why and how platelets are above several (no exact quantity) of his samples. Specimen have not been run for testing. No serious injury, no erroneous results, no cour. Spoke with the customer, and he said the serum is cloudy, and he thought that was due to platelets. I explained that the it could be fibrin due to inappropriate handling and processing. I reviewed collection, clotting and centrifugation with him. He believes his phlebotomists are not following these steps. I sent him the sst processing wall chart and tech talk. I will follow up with him next week. Se of treatment change, no exposure to blood/bodily fluid, no needle stick, no safety issue, no medical intervention and no other actions.